Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt was implanted with sternal zipfix on an unk date. It was reported after some weeks the zipfix implants cut through the bone and caused a completely fractured sternum. Further info has been requested. This is 2 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.